Event description:
Consumer's father alleges his (B)(6) year old son was using the humidifier in his room and it filled his room with smoke then caught on fire damaging the dresser it was sitting on and carpeting. There was a report of a minor injury to his son's arm while extinguishing the unit.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident. Establishment registration #: (B)(4).

Event description:
Consumer's father alleges his (B)(6) son was using the humidifier in his room and it filled his room with smoke then caught on fire damaging the dresser it was sitting on and carpeting. There was a report of a minor injury to his son's arm while extinguishing the unit.